Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilitation system was used during a benign prostatic hyperplasia (bph) procedure four days prior. According to the complainant, during the procedure, the middle temperature could not be sensed and drops out intermittently. The procedure was not completed due to the event. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not currently available and we are not able to determine the relationship between this device and the cause for this event.